Manufacturer narrative:
Updated the patient identifier, patient age, and the patient sex. Patient weight could not be obtained after multiple attempts. Attempts were made as follows: 04/13/2016 phone call, 04/14/2016 phone call, and 04/15/2016 phone call.

Manufacturer narrative:
Patient information currently unavailable. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The drive gas check valve was replaced, and the unit was returned to service.

Event description:
The hospital reported the unit would not ventilate in pressure control ventilation mode during case. The unit was switched to volume control ventilation mode to complete the case. There is no report of patient injury.